Event description:
Laser procedure for skin resurfacing resulted in a full thickness burn injury in center of neck region.

Manufacturer narrative:
Patient was given silvadene and ice pack for healing as part of post care treatment. Patient has seen doctor 7 times in 2 months for infection. The actual incident occurred on (B)(6) 2013 but cynosure became aware from a lawsuit filed by the patient on (B)(6) 2015. The customer site declined a cynosure service evaluation for laser equipment because they use a 3rd-party service company. Customer does state no problems found with the unit.